Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a high blood glucose level of 488 mg/dl. Customer treated with the pump. Customer stated that her high blood glucose was caused because she is sick and has crohn's disease. Customer stated that she does not want to troubleshoot the pump since she doesn't think the pump is the cause as it has been something that she has dealt with forever. Customer has high blood glucose in the early morning. Customer was advised to talk to her doctor about basal rates in the morning.